Manufacturer narrative:
Device was used for treatment, not diagnosis. If information is obtained that was not available for this medwatch, a supplemental medwatch report will be filed as appropriate. The reporter¿s phone number was not provided. Device evaluation: the actual device was returned for evaluation. During repair, an evaluation was performed, and it was determined that the device did not run due to motor damage. It was further determined that the device failed pretest for checking function of device and checking power with power test bench. Therefore, the reported condition was confirmed. The assignable root cause was determined to be traced to component failure from wear. UDI: (B)(4).

Event description:
It was reported by (B)(6) that during post-surgery, it was discovered that the small battery drive device was getting jammed in between intervals. This event did not occur during surgery. There was no patient involvement. There were no reports of injuries, medical intervention or prolonged hospitalization. The exact date of the event was unknown. However, it was reported that the event occurred in 2022. All available information has been disclosed. If additional information should become available, a supplemental medwatch report will be submitted accordingly.